Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps (for the use of the proglide device with a 16f sheath). The device was not returned for investigation. The suture may come out of the anatomy due to a number of factors including, but not limited to, manufacturing, failure to capture, or incomplete capturing, or not capturing the tissue at all during needle deployment. Patient anatomical conditions such as a frail tissue may cause this mode of failure as well. However, it cannot be confirmed whether these factors played a role in the event. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. It should be noted that the reported use of proglide device in an artery where a sheath larger than 8 fr was used is not consistent with the instructions for use (IFU), under indications for use reads: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned. Based on the information available and the inspection criteria there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted, during a preclose technique, using a perclose proglide device after an abdominal aortic aneurysm procedure which used a 16 fr sheath. Reportedly, the knot for the first device was successfully advanced. For the second proglide device, during knot advancement, the sutures pulled out of the artery. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the device. Though requested, additional information was not provided.